Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent emoblization occurred. The 2.50x12 mm taxus express 2 drug eluting stent came off while in the guide catheter. The physician noticed the stent was off once the balloon of the stent delivery system was outside the tip of the guide catheter. The physician pulled the balloon back into the guide catheter and the stent followed. The product was not introduced into the patient. No additional patient complications were reported. Patient status reported as "ok."